Event description:
The customer stated that he had been receiving high glucose readings using his contour meter. He stated that he rec'd a high reading of 218 mg/dl and took insulin based on the reading. The customer passed out some time later. His blood glucose was tested by paramedics and they rec'd a reading of 20 mg/dl using their meter. The customer was taken to the hospital. The customer did not mention treatment, but most likely he was treated with glucose. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.